Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that did allege insulin pump was under delivering and the insulin pump stopped working as well as no delivery alarm. Customer¿s blood glucose was 355 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injections. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the vibrations did not resume the same and heard grinding noises during rewind a few months ago and insulin pump had insulin came out stronger than normal while priming and not just dripping out and more frequent low reservoir warnings every 5 units after reaches 20 units. Customer declined to continue pump troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. Device primed properly. No unexpected rewind anomalies noted. No audio and vibrate or beeping alarms tones anomalies noted. No possible over delivery anomaly noted. Device passed the delivery accuracy test.